Event description:
It was reported that the system could not make x-rays. This could make the system unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board, igbt board and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.